Event description:
Procedure type: whipple. According to the reporter: leakage was found in the middle part of the jejunostomy (anastomosis) using the dstgia60 stapler after 3 days post operation. Medical intervention was required but reintubation/cannulation was unnecessary. Surgery time was not extended by more than 30mins. Patient's condition was stable after a re-operation.

Manufacturer narrative:
(B)(4).